Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module would not attach or snap in place properly and stated the release latch seemed to be ¿sticky.¿ this was reported to bd representatives during their site visit. There was no reported patient involvement.